Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was observed while the balloon catheter was in the body. The procedure continued without any treatments. However, during ablation using the balloon catheter; st elevation was observed again. Nitorol intravenous infusion was performed. After decrease in st level was confirmed, ablation continue. When the procedure was completed; a sheath was extracted, hemostasis was performed and st elevation was observed again. The cause was unknown and the physician considered that it was probably spasm. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed that at least seven applications were performed with the balloon catheter and eight application with another balloon catheter without any issues on the date of the event. Also, data files indicated a system notice was received indicating that the refrigerant delivery path was obstructed (50012). In conclusion, this complaint was related to a clinical issue encountered (st elevation) during the procedure. The catheters were not returned and the reported issue did not indicate a manufacturing related defect. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was discharged without extended hospitalization. After discharge, st elevation and spasm recovered without any treatment.